Event description:
A malfunction alarm was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump and provided information to manage the malfunction. The issue did not recur after the reset, and the customer was instructed to continue using the pump and to report any further alarms.